Event description:
A user facility reported an intraocular lens (iol) exchange four months following iol implant surgery due to unexpected postoperative outcome. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot number. Multiple attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).